Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that device protrusion and discomfort was noted. The patient had a device follow-up on (B)(6) 2019 where it was noted that the skin was not adhering to the area and was freely moveable. There was slight thinning of the skin at the insertion site. Patient was brought into the lab for a pocket revision.